Event description:
Spv was implanted in (B)(6). The initial setting was 110 mmhg. However, as it seemed to be drained too much, the doctor changed the pressure setting to 150. He waited for three days, but no change was seen. Therefore, he changed it to 200 and waited two or three days no change. He then replaced the valve with a new spv. He would like sophysa to measure each pressure to see if the measured values are within its specifications.

Manufacturer narrative:
Results of analysis will be developed in a follow-up report.